Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional test performed and failed due to audio test and serial number verification. An alarm/alert manual test was performed and failed. An internal visual inspection was performed and failed due to assembly error; it was noted the speaker installed tilted. Pictures were taken. The speaker and vibrator resistances were measured and passed. The performance data was reviewed finding no errors related to the complaint. The allegation was confirmed as no audio output. The probable cause was determined to be assembly error via product. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.